Manufacturer narrative:
Although requested, the arm unit has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that their automated cardiac compressor arm will not power on but powered on with a spare battery pack. The customer did not report this occurring during patient use.